Event description:
Per the surgeon, the patient's device was explanted in 2008, due to an device extrusion. Reimplant plans were not replaced at the time of this report, filed december 22, 2008.

Manufacturer narrative:
This is a final report.